Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and high blood glucose on 11/3/17 with blood glucose 800 mg/dl. The current blood glucose is 360 mg/dl. The customer treated their high blood glucose with intravenous drip. It was also reported that the insulin pump received insulin flow block alarm. The customer was wearing insulin pump during hospitalization. The customer experience symptoms like vomiting, nausea and diarrhea. The insulin pump passed displacement test. The insulin pump will not be returned for analysis.